Event description:
It was reported to philips that the device failed to shock the patient during a procedure and a low/high impedance message was issued. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.